Event description:
A user facility reported to olympus that, the video system had a color bar on the screen but no image after connecting the camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed abnormal images with lines due to a defective mainboard. The evaluation also found that the processor did not turn on due to a faulty converter. Additionally, there were scratched, corrosion and rust on the front and rear panel chassis. The evaluation also confirmed a third-party work was completed on the device due wrong screw in the power supply unit. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, regarding no picture, and display of a color bar, it was not possible to determine whether the phenomenon indicated occurred due to the failure of the device because it was not confirmed at service. Regarding the power does not turn on, it is likely that it occurred due to the failure of the converter. Regarding the internal switch not functioning, it cause is unknown at this time. Regarding the line on the image, it is likely due to the failure of the main board. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.